Event description:
I have reactive hypoglycemia and rely on the abbott freestyle libre continuous glucose monitor (cgm) to detect and alert me to dangerous blood sugar drops - especially while I'm asleep. My blood sugar frequently drops below 55 mg/dl, and without cgm alarms, I'm at serious risk of losing consciousness or death during these episodes. This device is essential for my safety and survival. I have experienced frequent sensor failures, often involving every sensor in a given batch. Sensors routinely stop working well before the advertised wear time or give erratic/inaccurate readings. In many cases, I've also developed reactions or infections at the sensor site, which then trigger in-app alerts instructing me to remove the sensor early. These reactions are painful and disruptive, and they cause me to lose coverage when I need it most. Although I've followed abbott's replacement process, I've now been denied further sensor replacements. I created new accounts using different emails to try to resolve the issue, but I continue to be denied, which leads me to believe abbott may be tracking me through my ip address or device ID to limit my access to warranty support. This is extremely dangerous. I rely on this cgm system not only to manage my condition, but to prevent a life-threatening crisis. I've contacted abbott support and have not received any adequate help. I am filing this report because I believe this device and abbott's current support system pose a serious risk to patient safety - especially for those of us who depend on real-time glucose alerts to stay alive. I am willing to provide photos, batch numbers, or any other documentation as needed. This is an example of a result when I pricked my finger since I did not receive a replacement for my sensor.